Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the 23098 errors on universal surgical manipulator (usm1) and replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 23098 points to brake state mismatch error on armnet1, usm axis 1.

Event description:
It was reported that prior to start of a davinci-assisted surgical procedure, customer encountered a non-recoverable error 23098 on universal surgical manipulator (usm1). The customer had already aborted to another dv as this was an ongoing issue. The procedure was aborted to another dv system with no reported injury.